Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii proximal seals malfunctioned during deployment. The second device was used to complete the procedure, although the seal malfunctioned. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly, seal and anchor were inside the loading device. The blue slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed for fail to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).